Event description:
Boston scientific received information that this product was previously abandoned in the patient on the right side. The patient later developed an infection. During the procedure to remove the products from the left side, the physician also removed this device. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.